Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v253633, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v253633, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that shortly after implant, the patient had his stimulator moved from his neck to his abdomen. The patient was having trouble with it pulling his neck to the side. It felt like the "cord" was too short. The physician "put a length" in as well. The patient's indication for use was essential tremor. Refer to manufacturing report #3004209178-2013-10544 for the previous report sent for this event. Refer to manufacturing report # 6000153-2015-00467 as the patient had two extensions implanted and it was not specified which one was the issue.